Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital due to diaphragmatic stimulation. The left ventricular (lv) stimulation was successfully addressed with reprogramming. Subsequently this crt-d displayed yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. It appears that it was due to intrinsic beats which are likely premature ventricular contractions (pvc). This crt-d remains in service. No adverse patient effects were reported.